Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an intrakit device. Right radial approach was used. No damage was noted to the intrakit packaging. The device was removed from packaging with no issues noted. The device was inspected and prepped per IFU with no issues noted. It is reported that the dilator hub detached when attempting to disengage. No resistance was encountered when advancing the device. Excessive force was not applied. The device was not bent excessively. No injury reported.